Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review was performed and revealed no issues that could have caused or contributed to the reported event of death.should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the device service history was performed which did not identify any previous servicing events that could have contributed to the reported issue of patient passing away. There was no non-conforming product identified that would cause or contribute to the reported problem. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if an autopsy was performed or if the patient was performing therapy at the time of death. No additional information is available at this time.